Event description:
See initial report.

Manufacturer narrative:
H.10: the temperature probe and the processor board were requested at the manufacturer site for further investigation. Following investigation no malfunctions were detected. Thus, it is reasonable that the claimed issue was due to the defective ac mains board replaced by the technician on site.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. During the calibration of the temperature he experienced an error code and he replaced the temperature probe but the error persisted. Thus, he replaced the processor board and could complete the calibration of the temperature but several start tests error codes appeared. The technician replaced also the ac mains board and the issues could be solved. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t patient side was overheating. The target temperature was set to 37°c and the device was showing 38.1°c. There was no report of patient injury.